Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mom was unsure how issue happened to the display. There was no troubleshooting performed for the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank solid white lcd display with vertical black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.